Event description:
A consumer reported that a healthywhite brush head cracked into pieces during use. No injury or medical intervention was reported. A potential choking hazard was identified.

Manufacturer narrative:
B3: the event date is approximate. E1: the consumer contact information, mailing address, phone number were not provided. G3: the complaint was received from a consumer in china. H4: manufacture date not provided or identifiable. Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Reportability for this case is being removed. Alleged device is not sold or marketed in the united states.

Event description:
Reportability for this case is being removed. Alleged device is not sold or marketed in the united states.